Manufacturer narrative:
We are awaiting device return. Once the investigation is complete, a follow up report will be submitted. Date report submitted to FDA by manufacturer: (B)(4) 2010. Date the initial reporter provided the information to the manufacturer: (B)(6) 2010.

Event description:
It was reported when the doctor was applying rf during an atrial flutter case, a pop was heard. An echo was performed which confirmed there was not a pericardial effusion. There were no consequences to the patient.